Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded baclofen 500 mcg/ml for a total dose of 144.97 mcg/day, compounded bupivacaine 20 mg/ml for a total dose of 5.799 mg/day, and compounded hydromorphone 1 mg/ml for a total dose of 0.2899 mg/day via an implantable pump for movement disorders. It was reported device interrogation/a review of device logs on (B)(6) 2018 revealed a motor stall on (B)(6) 2018 at 11:45 with a motor stall recovery on (B)(6) 2018 at 12:06 without documentation of a magnetic resonance imaging (MRI). The cause of the motor stall was not known. No action was taken. The outcome of the event resolved without sequelae on (B)(6) 2018. The clinical diagnosis was pump motor stall. The patient's baseline weight was not measured. The event date was (B)(6) 2018. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated.